Event description:
A hospital in (B)(6) reported via a distributor that a leak alarm was displayed during the ventilator leak test when an rt200 adult breathing circuit was used. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The complaint device was pressure tested and submerged in a water bath to check for leaks. Result: the pressure test revealed that the complaint device did not perform within the required specification. The water bath test revealed that the leak was located at the connection between the moulded plug and the elbow connector of the circuit's expiratory limb. A lot check was not performed as no lot number was provided. Conclusion: the leak was caused by the failure of the seal between the moulded plug and the elbow connector of the expiratory limb. All rt200 breathing circuits are pressure tested for leaks during production and those that fail these tests are rejected. This suggests that the leak developed after the complaint device was released for distribution. The user instructions that accompany the device state the following: - "check all connections are tight before use." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The user followed our user instructions correctly as the hospital found the leak during the ventilator leak test.